Event description:
It was reported that this right ventricular lead exhibited high pacing impedance measurements and high pacing thresholds. It was decided to explant and replaced this lead. During the explant, the lead experienced fracture and difficulty to be extracted. Ultimately, the lead was able to be explanted and replaced successfully. No further adverse patient effects were reported.